Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the brake pad and inner spring. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the flip-flop brake on the 9600emi system is not holding. System is still in use. There was no report of pt injury.